Manufacturer narrative:
There was/were 1 case(s) with a no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003. 1 reported event for q4 2017. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break.